Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-9628 3.0 mm drill bit batch number: 022316 was received for investigation. Visual evaluation of the returned device noted that the drill tip was broken. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion and/or prying/leveraging the device during use.

Event description:
It was reported that during a total shoulder arthroplasty the drill broke during the surgery. A part of the drill remained inside the bone. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.